Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k931995.

Event description:
It was reported to olympus that an inner sheath had a connecting lock that was broken. The reported issue was found during reprocessing of the device. The facility finished the procedure with another one. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Section b5 was updated. Section g2 was corrected to align with the information in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer's complaint of a broken connecting lock was unable to be confirmed. However, ceramic tip damage was observed. The definitive root cause of the ceramic tip damage could not be determined. It is possible that the damage to the insulation insert was induced thermally or mechanically due to wear and tear, or improper handling by the customer. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported a broken connection lock on (B)(6) 2023, and was not reportable. The device was returned for evaluation. During the device evaluation, ceramic tip damage was identified, which is an MDR reportable event. The new aware date for this event is (B)(6) 2023.